Event description:
The pt reportedly experienced continuous intermittencies between the external equipment and the cochlear implant. External equipment was exchanged. However, the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.